Event description:
It was reported that a device displayed a system error 105 message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the system error 105, caused by a failed motor assembly. The failed motor assembly was replaced.